Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient thought they pulled the lead in her sleep on the night prior to the report. The patient reported that they started the trial on the day prior to the report. The patient reported that she had lots of blood and was not feeling stimulation. The patient reported that she was going to the doctor later on the day of the report.